Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse inspected the system and found no issues. No errors were reported in the previous 5 power cycles. The fse test drove the system and showed staff via simulating a surgeon at the console how the instrument can be pushed in when connecting to instruments. The fse suggested holding the lower portion of the carriage when making connections to ensure no movement. The fse was unable to reproduce the customer reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the monopolar curved scissors (mcs) instrument caused a bowel injury. The mcs instrument was engaged within the universal surgical manipulator (usm). The bedside assistant then went to insert the green monopolar energy cord into the housing of the instrument. During placement of the cord, the mcs instrument advanced into the patient's abdomen; the movement was not anticipated. During the mcs movement, the instrument collided with bowel adhesions, causing a bowel injury, and collided with the wall of the abdomen. The bowel injury was over-sutured to repair the defect. The procedure was completed robotically, and the patient is reported to be recovering well.